Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when performing the fill tubing step, the pump reverted the customer back to the load page. Reportedly, the pump displayed a fill estimate of 0 units in the cartridge. The customer was unable to verify if the customer had inadvertently pressed on fill tubing instead of changing the cartridge when attempting tp load a cartridge. Then, the customer reloaded the cartridge and received a minimum fill notification. Reportedly, the cartridge had approximately 105 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer successfully added insulin and completed the load process successfully.